Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's caretaker reported that there was a fluid leak encountered during the patient's treatment. A pump a vs. B volume error alarm was observed in fill 1 of 4. There was fluid noted leaking from the cassette door. The caretaker cancelled treatment. When cassette was removed there was a few drops inside the cassette door on the black pumps. The caretaker was advised to pat the cycler dry and let it set over night and resume using it tomorrow. The patient was instructed to do manual treatment to finish treatment that night. In a follow up with the patient's pd nurse, it was verified that the patient did not have any harm, adverse event or intervention associated with the leak. The patient has been able to use the cycler ever since the fluid leak without any further issues. The cycler set is not available to return for investigation.

Manufacturer narrative:
Plant investigation: the product complaint sample for physical evaluation, photos or videos were not provided from the customer. At this time a search in the sap system was performed to verify product availability for alternate samples at the distribution centers. According to the sap system no product is available of the lots delivered to the patient, on distribution centers to be analyzed. The entire lots have been sold and distributed. During the product history review of the product code 050-87216 with lot number 22hr08048, a nonconformance (1106162) was found related to the failure mode as alleged in the complaint. The nonconformance found was against the cassette p/n 55-3725 a damaged in the film was found. The alleged event ¿upon opening the cassette door to remove the cassette, there was fluid leaking out¿ was confirmed based the nonconformance found during the device history record (DHR) review performed since the damage reported could lead to leak on the cassette film. This kind of damage could be caused due to an incorrect handling of the product either during the manufacturing process or treatment set up. In the liberty select cycler user¿s guide (480145) of the product, there are indications for the patient to avoid this kind of damage: ¿caution: use caution when touching the cassette film to prevent damage.¿ in addition, there are indications in the IFU of the liberty cycler set and in the liberty select cycler user¿s guide to do not use the product if there is a damage found in the cassette. The event is considered confirmed.

Event description:
A peritoneal dialysis (pd) patient's caretaker reported that there was a fluid leak encountered during the patient's treatment. A pump a vs. B volume error alarm was observed in fill 1 of 4. There was fluid noted leaking from the cassette door. The caretaker cancelled treatment. When cassette was removed there was a few drops inside the cassette door on the black pumps. The caretaker was advised to pat the cycler dry and let it set over night and resume using it tomorrow. The patient was instructed to do manual treatment to finish treatment that night. In a follow up with the patient's pd nurse, it was verified that the patient did not have any harm, adverse event or intervention associated with the leak. The patient has been able to use the cycler ever since the fluid leak without any further issues. The cycler set is not available to return for investigation.